Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 15-jan-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely root cause of the ¿front panel blinking¿ was due to an accidental failure of a component on the circuit/dr board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. The reported issue is due to a faulty board. The software is version 3.10. Cannot see minimal light on manual -6 setting. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a video system center for use, all of the lights on the front panel are flashing at the same time. There was no patient contact/impact related to this occurrence.